Event description:
" A procedure was performed successfully in 2006. After that (timeframe still to be confirmed), the physician reported that the patient experienced right hemiparesia. The following bsc products had been used at the procedure and are being reported on separate complaints; 1 epi filter, 1 carotid wallstent, 1 gazelle 3.0 x 20, 1 gazelle 5.0 x 20, 1 mach1." Procedure: the patient was hospitalized for treatment of the left carotid artery, with a lesion of 90% bifurcation. A 0.035 terumo guide was passed to the external cartoid artery. The mach 1 guide catheter was positioned. The epi filter was used at 5 cm distal from the lesion. The 3.0 x 20 gazelle balloon wa predilated. The 8.0 x 29 carotid wallstent was placed and deployed without difficulties. The 5.0 x 20 gazelle balloon was used to post-dilate, with a good angiographic result. The epi filter was removed. A final angiographic control at carotid and brain was performed, with a normal result. The patient was at a normal status. Some hours after the procedure, the patient expericenced right hemiparesia (at ICU, he was with heparin). Twenty-four hours after the procedure, a tomography was performed, for a possible stroke. The tomography shows brain hemorrage probably due to the phenomenon of hyperfusion. The patient is at home, with an indication of rehabilitation for right hemiparesia.

Manufacturer narrative:
The filterwire ez system was one of six devices used during the procedure and none of the information provided sheds any light on whether there was a malfunction or which device, if any, contributed to the hemiparesia. The filtewire ez system was not returned therefore, based on limited information, no conclusion can be drawn.